Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump had an unresponsive keypad. The blood glucose reading was 474 mg/dl. The customer stated that his blood glucose levels were high because he was unable to treat with a bolus. He stated that he could not program the amount of carbohydrates into the insulin pump, and the device kept showing 0. He noted that the high blood glucose had been an issue for 24 hours. He added that it sounded as though the insulin pump keys were sticking. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has minor scratches on lcd window.